Event description:
It was reported: 1 x t8 driver tip broke during finial tightening.

Manufacturer narrative:
No product has been received to date, as such an examination cannot be performed. No definitive conclusion can be made. If any additional information becomes available, a follow up report will be submitted.